Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room due to having pressure in their chest and having a syncopal episode. The patient had previously experienced pressure in their chest with activity, and the device had been reprogrammed, which did not resolve it. There were no episodes recorded in the device at that time, and the presenting electrogram (egm) showed the device was operating as programmed. No additional adverse patient effects were reported. The device remains in service.